Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (10mg/ml at 3.352mg/day), baclofen (4 00mcg/ml at 134.08mcg/day) and morphine (20mg/ml at 6.7mg/day) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that there was a volume discrepancy. The hcp alleged over-infusion. The actual residual volume (arv) was 4ml, the expected residual volume (erv) was 10ml on (B)(6) 2015. On (B)(6) 2015 the arv was 0ml and the erv was 4ml. The event day was noted as (B)(6) 2015 but was later stated that the volume discrepancies occurred on (B)(6) 2015 and (B)(6) 2015. Initially no symptoms were reported. It was noted they would continue to monitor volume discrepancies. The patient was stable on current dose and the hcp did not change dose or concentration. The cause of the discrepancies were unknown. Progress note for (B)(6) 2015, reported that the patient's chief complaint (cc) was low back pain, bilateral leg pain and weakness. The patient stated their low back pain was constant, severe, throbbing and burning. The patient was having trouble getting out of a regular chair. The patient spent a lot of time in bed because it was easier to get out of the bed than it was to get out of a chair. The patient was trying to get a chair lift. The patient rated their pain a 4/10 on (B)(6) 2015, their pain was between a "3 <(>&<)>8." The patient's quality of life score was a 3 out of 10. It was noted that the patient was severely constipated, their gastroenterologist (gi) doctor stated if they could not get the relistor or movantik, that the patient would need to have a colonoscopy. The patient's insurance did not pay for relistor. The patient had on-going problems with sleep, stated that their pain would wake them up. He also stated that his mind would not shut off at night. The patient was taking seroquel 300mg. The patient used oxygen when they slept, they would wake up about 3 times. The patient's mood is stable and he denied suicidal ideation (si). A pump refill occurred on (B)(6) 2015 per guidelines. Telemetry was performed. This was when the volume discrepancy was noted. The infusion rate did not change. The next alarm date was noted to be (B)(6) 2016, plan was to see the patient before the alarm date. The refill was performed without difficulty using aseptic technique. During examination on (B)(6) 2015, the patient was in obvious discomfort, grimaced, and moved slowly. The patient only ambulated with assistance for a few steps and a limited range of motion in the lumbar spine. The patient had a tight and tender lumbar spinatus. The patient had crepitus bilateral knees and his grasp strength was 3/5 bilaterally. The patient had a constant rapid tremor in the lower extremities (le). The patient's mood and affect was bright, conversant, participated in discussion, affect was appropriate. The patient's back pain, spasms, and abdominal pain caused him a great deal of disability and interfere with his function. The patient did receive benefit from the treatment. However, the patient was slowly getting weaker due to the spinal stenosis. In regards to the patient&#38112;severe constipation, the patient failed to respond to all traditional laxatives, stool softeners, and bulk laxatives. The patient was given some samples of movantik on (B)(6) 2015, and the patient was to report back to the hcp on how it worked compared to the relistor (the patient had responded well to the relistor). Per the patient, the ketamine had helped reduce the pain a good deal and was able to get some rest while taking it. The patient's wife gave the patient an injection daily and had not reported any adverse events associated with the drug/injection. The patient was advised to take 325 mg of acetaminophen with his oxycodone to help with the efficacy. No new adverse effects were noted. Per the hcp, the plan was for the patient to take cyclobenzaprine at bedtime for spasms and sleep, oxycodone (30 mg, 8/day), ketamine (50 mg, intramuscular for pain), omeprazole for gastritis, continue seroquel for bipolar, anxiety, and insomnia (300 mg at bedtime), and to return to the clinic in one month for a pump refill. Pertinent medical history included: the hcp obtained films of lumbar and thoracic spine, and the patient had a paddle electrode. The patient had a surgical history of tonsillectomy and adenoidectomy, carpal tunnel (bilateral), right shoulder rotator cuff, appendectomy, cholecystectomy (january 2010), subtotal colectomy 5 (2010), colon resected (only 8 inches of colon), spinal cord stimulator (10/2008), and an intrathecal pump implant (11/2011). The patient had a history of cva (stroke - 2011), cerebral aneurysm, arthritis (2011), depression (2011), diabetes (2011), emotion/mental illness (2011), seizures (2011), heart problems (2011), hypertension (2011), thyroid disease (2011), gastric ulcers (2011), diverticulitis, polyps, cysts on kidneys, the patient was a former smoker and denied use of alcohol. Additional medical problems included: obstructive sleep apnea syndrome, bipolar affective disorder, spinal stenosis, lumbar region post-laminectomy syndrome, hypothyroidism, benign prostatic hypertrophy, migraine headache, hypertension, peptic ulcer, gastroesophageal reflux, near paraplegia, chronic pain syndrome, change in hearing, hypercholesteremia, hypokalemia, disc disorder with myelopathy (thoracic), non-specified anorexia, irritable bowel syndrome, nausea, sleep disturbances, spondylosis (lumbar), spasm, spasticity, and constipation. The patient was treated for spinal stenosis, spondylosis, and degenerative disc disease. Also the patient's review of symptoms included constitutional fatigue, intermittent double vision, shortness of breath, anorexia, nausea, opioid induced constipation, incomplete emptying of genitourinary system, , bowel and bladder incontinence, muscular weak ness, muscle wasting in bilateral lower extremities, eczema, psoriasis, keratosis lesions on forearms (bilateral) and chest, and neurological numbness. It was noted the patient had allergies to rocephin, demerol, septra, remeron, wellbutrin, and ziprasidone. The patient's current medications included: lithium carbonate 300 mg oral tablet, flomax (0.4 mg oral capsule, 1 tablet daily), synthroid (75 mcg oral tablet, once daily), imitrex stat dose (6 mg/0.5 ml subcutaneous), carbarnazepine ER (200 mg tablet, once at bedtime), carafate (1 gram oral tablet), allegra (180 mg oral tablet), atorvastatin (40 mg oral tablet, once daily), lamictal (25 mg oral tablet, 3 daily), omeprazole (40 mg capsule once daily), zoloft (100 mg oral tablet, once daily), seroquel (300 mg oral tablet, one at bedtime), valium (10 mg oral tablet daily), prazosin (2 mg capsule, oral, twice daily), celebrex (200 mg oral capsule, one capsule bid), catapres (0.1 mg oral tablet, once daily), evizo (1 unit), relistor (12 mg/0.6 ml subcutaneous syringe, every other day), zofran (8 mg oral tablet, every 6 hours as needed), cyclobenzaprine (10 mg tablet, oral bid), ketamine (50 mg/ml, injection, once daily), oxycodone (30 mg oral tablet, every three hours). A pump refill history was provided: 09/17/2014 refill: morphine (20 mg/ml; 6 mg/day), baclofen (300 mcg/ml; 91.47 mcg/day), bupivacaine (10 mg/ml; 3 mg/day) with 4 boluses of &#52270;34&#56260;ay of morphine. Subsequent refills occurred on 12/17/2014, 03/25/2015, 06/03/2015 (dose/concentration/drugs remained the same; the number of boluses was increased to 6/day), 06/29/2015, 07/22/2015 (rate was increased to deliver 6.58 mg/day of morphine, 98 mcg/day of baclofen, and 4.2 mg/day of bupivacaine), 08/19/2015 (rate was increased to deliver 6.7 mg/day of morphine, 100 mcg/day of baclofen, 4.3 mg/day of bupivacaine), (B)(6) 2015 (morphine intrathecal (20 mg/ml; 6.7 mg/day), baclofen intrathecal (400 mcg/ml; 134 mcg/day), and bupivacaine intrathecal (10 mg/ml; 3.3 mg/day) and 6 boluses of "0.34" of morphine), and 12/16/2015. Information regarding troubleshooting/actions/interventions, cause, and outcome of the reported events were not provided. Should additional information be received, it will be submitted in the form of a follow-up report.